Event description:
It goes way back but it was started around (B)(6) 2017, I began to really struggle with my health and breathing became such a struggle, I could not function in daily life. I could never get a good inhale in and always wheezing after many visits to the drs saying it was asthma but nothing they or I did not get it in some control. I felt I was not getting oxygen. My breasts were so sore all the time. I thought maybe I had a punctured lung or something. It was (B)(6) out of the blue I stopped breathing completely. I was rushed to the hosp. At the hosp they could not stabilize my breathing so they sent me by ambulance to another hosp where I stayed 5 days. While hospitalized I noticed my breasts were harder than normal and even more sore. Drs did not know what caused it and I was eventually sent home undiagnosed from that point on my health just got worse. I was deteriorating which sent me into the following 2 years of hell. My breast implants had grade 3 capsule contracture which I found out from a ps at the (B)(6). For two years I tested day after day, week after week trying to find out why my body was failing me. I took every blood test, MRI, cat scan, ultrasounds, colposcopy, xrays, pap smears, heart test, lung test, urinalysis and each time even with visual and certain tests showing things like blood and bacteria in my urine. They just could never find a cause for it. I explanted at my own requested knowing after all the testing that it had to be my implants, and on (B)(6) 2019, I had the implant and capsules removed and 95% of my symptoms gone. I still have ringing in my back, some insomnia but better than no sleep at all and my back still feels tight from inflammation. I feel amazing compared to a couple weeks ago when I was ready to die if I had to live in that misery, but since I removed my implants, my head is so clear and I'm so excited to begin to live again. I have a life again and it's all because I had saline implants that were poisonous removed. Fatigue, uti, bladder infections, continuously breathing issues, asthma, rashes, insomnia, depression, gut issues, ringing ears, vision issue, memory loss, brain confusion, dry mouth, weight gain, chronic back, and hip pain, inflammation, sweats, arthritis, food intolerance, sensitivity to smell, anxiety, lumps under armpit, skin puckering, pain in chest and arm, tender breasts, capsular contracture, loss of appetite, dental issues, headaches, stress, hair loss, autoimmune issues, respiratory infections, bladder and intestinal urgency / lack of control, bad breath, body odor, pelvic pain, panic attacks, flu like symptoms daily. I had got to the point that my value of life was so bad, I felt I was not worth it anymore. FDA safety report ID # (B)(4).